Event description:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural myocardial infarction (mi). The patient is a (B)(6) man, with a history of five prior pci's (most recent in 2003), mi in 1995, dyslipidemia, hypertension, diabetes and current smoking who presented with ccs class iii angina, and a 90% in-stent restenosis of a bare metal stent with timi 3 flow in the mid left anterior descending (lad). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty, placement of two cypher ((B)(4)/ lot 15096799 and (B)(4)/ lot 15094586) study stents and post-stent balloon angioplasty in the mid lad. The second study stent was deployed overlapping and proximal to the initial study stent to fully cover the lesion. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was successfully completed. The post-procedure course was uncomplicated and the patient was discharged two days later on dual antiplatelet therapy. "Per pi the subject does not have a post cardiac procedure mi." The cec adjudication committee reviewed the procedure information and agreed that the patient had suffered a peri- procedural mi.

Manufacturer narrative:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural myocardial infarction (mi). The patient is a (B)(6) man with a history of five prior pci's (most recent in 2003), mi in 1995, dyslipidemia, hypertension, diabetes and current smoking who presented with ccs class iii angina and a 90% in-stent restenosis of a bare metal stent with timi 3 flow in the mid left anterior descending (lad). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty, placement of two cypher (cxs33300/ lot 15096799 and cxs1335/ lot 15094586) study stents and post-stent balloon angioplasty in the mid lad. The second study stent was deployed overlapping and proximal to the initial study stent to fully cover the lesion. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was successfully completed. Immediately pre-procedure the ck was 85 (nl 232, ratio <1), the ckmb was 1.3 (nl 5.8, ratio <1) and the troponin I was 0.04 (nl 0.1, ratio <1). Post-procedure on (B)(6) 2010 at 03:00, the ck was 126 (ratio <1), the ckmb was 7.0 (ratio 1.2) and the troponin I was 1.15 (ratio 11.5). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. "Per pi the subject does not have a post cardiac procedure mi." The post-procedure course was uncomplicated and the patient was discharged two days later on dual antiplatelet therapy. The study stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00348 and 3003742446-2012-00349.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00348 and 3003742446-2012-00349.